Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an episode of asystole due to loss of pacing on the right ventricular lead was observed. In addition, loss of capture, high capture threshold, and low sensing were noted. A loose connection of the lead to the header of the device was suspected. A lead revision was performed and the lead was reconnected to the header of the device to resolve the event. The patient was in stable condition.